Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including displacement test, rewind test and self-test. Pump communicated properly with test guardian link (3) transmitter. No bluetooth communication anomaly noted. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor and battery tube assembly noted. The pump was received with minor scratches on lcd window, scratched case, faded serial number label, cracked case (corner of belt clip rails) and battery tube threads cracked. In summary, customer alleged no com pump to xmtr not confirmed. Cracked case-corner of belt clip rails confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found the damage was on the battery tube side case and the insulin pump's functionality was affected, as it was unable to link with the new transmitter. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.